Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation, the event was confirmed, however, definitive root cause of the event could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, that the cystonephrofibroscope. Had a t-shaped pipe fitting cap, that had come off. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.